Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted.

Event description:
It was reported that the patient experienced edema and skin issues at the implant site resulting in a skin revision (date not reported).

Manufacturer narrative:
Additional: it has since been reported that the patient experienced an infection resulting in the decision to explant the device on (B)(6) 2019. The patient has not been reimplanted with a new device as of the date of this report. This report is submitted on april 4, 2019.